Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional information: upon further review of the complaint it was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (no physical damage) issue. The reporter alleged the pump overheated and heard a motor noise. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in a call service 177 low battery warning, and a call service 128 replace battery alarm. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump was run for 12 hours with a one unit per hour basal rate and no alarms, power losses, or over heating occurred. The pump electrical current draws were within specifications. The pump case was removed, and no evidence of moisture was found internally. The power flex/power components were inspected, and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.